Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2023. The original surgery date is unknown. The reason for revision is patient fall. During the revision, the tibia baseplate, tibial insert and retaining bolt were removed and replaced with new components.

Manufacturer narrative:
The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.